Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a low blood glucose level of 46 mg/dl. Customer addressed bg by consuming carbohydrates. Reportedly, the pump and the transmitter regained connection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.